Manufacturer narrative:
The field service engineer (fse) was on-site and performed a preventative maintenance and field verification testing which met specifications. Further investigation revealed that the customer shared reagent packs between the two access systems. Customer error is the root cause of this event. This is four of four separate MDR reports related to four patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02074, 2122870-2011-02075, 2122870-2011-02076 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneous accutni (troponin I) results in the risk stratification range for four patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial erroneous results were reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results. No further information is available relating to any further treatment or care. It is therefore, unknown if any further treatment or care was provided as a result of the hospitalization.